Event description:
It was reported that during a cranial procedure, the tip of the device damaged the patients dura. It was also reported that there was an unintentional dural opening as a result of this event. It was further reported the patients dura required to be sutured. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product status unknown.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting for device return to manufacturer.

Event description:
It was reported that during a cranial procedure, the tip of the device damaged the patients dura. It was also reported that there was an unintentional dural opening as a result of this event. It was further reported the patients dura required to be sutured. It was also reported that the procedure was completed successfully.